Event description:
During the pci, the fluoroscopy/cine failed. This occurred during the pci procedure after the initial balloon inflation of the d1 segment. The stent was positioned through the tortuous d1 segment and prior to stent deployment, the fluoroscopy machine failed. A soft reboot of the machine failed. A hard reboot of the machine eventually worked to restore fluoroscopy; however, 30 mins had elapsed. Upon the next angiographic shot, a new prox-mid lad thrombus was noted that was not there upon prior cine. The d1 stent was deployed followed by successful mechanical aspiration thrombectomy of the prox-mid lad thrombus.